Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with monomax violet. The customer stated that the sterile inner packaging is stuck at the frontside of the outer pouch. The suture did not reach the sterile field, and therefore has not been used on a patient. There is no further information.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) of this code-batch. There are 24 units in our stock that have been blocked. We have received four closed samples and one open sample (only the second pack is open). Tightness test to the closed samples received has been performed and the units are tight. We have opened the four closed samples received and the aluminum pouch (first pack) is not stuck/sealed to the peel foil (second pack). The packs have opened correctly. However, the open sample received has the aluminum pouch (first pack) stuck to the plastic film of the outer pack. The first pack is sealed to second pack in the fourth sealing. This defect took place in the welding machine and the personnel involved in this process did not sort out this unit. Final conclusion: taking into account that the open sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the open sample received. Actions on product: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.